Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Date of event is unknown.

Event description:
During the patient use, the thermogard system was displaying error message tcmid: 02 (ce danfoss error). Another unit was used to continue the treatment. No patient harm or consequences was reported.

Manufacturer narrative:
The customer reported complaint, of the thermogard system was displaying error message tcmid: 02 (ce danfoss error), was confirmed during functional testing. The defective cooling engine (ce) compressor and microcontroller were replaced to remedy the fault. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. A visual inspection was performed and cold well gaskets were noticed worn out, assembly wh connector is burnt and bumpers are cracked, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2009. Therefore, this type of issue is characteristic of normal wear and tear. Initial functional testing failed as the thermogard displayed the tcmid: 02 error message upon start. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4). (Ccr#19536 reported on 04/22/2015), the temperature sensor and danfoss controller were replaced.